Event description:
It was reported by the staff, that a patient started having electrical faults at home on (B)(6) 2015. The patient called the ventricular assist device (vad) center and was instructed to come to the hospital. Preliminary analysis of the log files showed that a driveline cleaning procedure would be recommended. In preparation for the driveline cleaning, the patient was admitted to the intensive care unit (ICU) and placed on oxygen. The crash cart was available at the bedside. A driveline cleaning was performed by a manufacturer's representative clinical engineer and found considerable contamination (white/green residue) on the connector pins. One of the pins appeared blackened. The procedure required the pump to be stopped twice. A controller exchange was also performed after the cleaning procedure and the patient was given a replacement device. The patient was stable throughout the cleaning procedure. The pump remains implanted. The controller was exchanged and received by the manufacturer on (B)(6) 2015.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple "electrical fault' alarms on the date of the reported event. The returned controller passed functional testing but failed visual inspection and hence failed to meet specifications. Contamination was observed on the controller driveline connector. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is two of two reports (3007042319-2015-01639) submitted for devices related to the same event.